Event description:
Philips received a complaint on the defibrillator indicating that the device could not start up during the self-inspection. There was no patient involvement.

Manufacturer narrative:
(B)(6).